Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and was unable to recover the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the misaligned slide brackets. A field service engineer (fse) powered off the station, removed the drawer, and replaced both drawer rails. The drawer was reinstalled, and the station was restarted. Hardware test application diagnostics were performed successfully, confirming proper drawer operation. During further checks, the fse identified a failed remote manager and replaced the controller board on remote manager, restoring full functionality. The system functioned as intended after field service engineer repaired the issue.